Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver radiofrequency ablation procedure performed on (B)(6), 2011.according to the complainant, during the procedure, the insulation coating detached at approximately 6cm from the tip and peeled from that point. No part of the peeled insulation detached into the patient. Reportedly, a non-bsc metal needle guide was used. The procedure was successfully completed with this device.there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.